Event description:
Upon further query the following info was provided that indicated the piercing pin of tubing set punctured the blood container. The tubing set was to be used to deliver an unspecified volume of fresh frozen plasma (ffp), at an unspecified rate. At 0920, the customer contact reported that after the nurse inserted the piercing pin of the tubing set into the administration port of the blood container, the piercing pin punctured the blood container at an specified location. At 0953, a replacement container of ffp was obtained. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2013. The report number is (B)(4). The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. See scanned pages.